Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
An article/literature was received entitled "knee arthroplasty component malrotation does not affect function or quality of life in the short to medium term¿ literature article ""knee arthroplasty component malrotation does not affect function or quality of life in the short to medium term" by sina babazadeh et al. Published by the journal of arthroplasty was reviewed. The article purpose: to further assess a potential link between malrotation of either component or combined total malrotation and their effects on functional outcome and quality of life. The article reports: all 219 patients who were included in previous 2 studies were eligible for inclusion in this study. All patients received a modular, total condylar pfc prosthesis. All tibial, femoral and patellar components were cemented although the manufacturer was not disclosed. In this study, no direct correlation between tka component rotation and function or quality of life was found. There were 5 revisions performed on the patients within the study. All patients had their patellae resurfaced. Depuy products involved: pfc. Complications: infection (2), adhesions (1), aseptic loosening (1), and unknown causes (1) (which will not be coded for), surgical intervention (5).

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.